Event description:
Primed IV tubing placed set in pump. Pump alarming "air in line." Checked piv [peripheral intravenous] tubing for air removed micro bubbles, repeated this process several time. Verified patent piv access. Changed alaris pump channel x3; error "air in line" continued. Change alaris module, "air in line" alarm continued. Change piv tubing (reprimed medication) to new alaris pump infusion set (same lot number). Restarted pump. This intervention worked. No further alarms. Wasted approximately 26 ml medications from medication already primed in defective piv tubing. Pt was short this amount of the prescribed dose of approximately 500ml medication bag.